Event description:
Healthcare professional (hcp) reported a home pt (hp) with a leak at the connection of the transfer set pt connector and a quinton plastic adapter. The hp had received a transer set change on 10/18/99. The mother of the hp notified the hcp of the leak on 10/27/99. The hp received an additional transfer set change and was diagnosed with fungal peritonitis on 10/27/99. The hp was treated with amphotericin 35mg intravenously 3 times per week for 6 weeks. The hp was hospitalized from 10/29/99-11/5/99. The peritoneal dialysis catheter was removed in 1999 and replaced in 1999. At the time of this report, the hp is temporarily receiving hemodialysis. The hcp noted the hp had a previous exit site infection (10/11/99) and was treated with oral cipro and tobramycin (dosage unknown). The hcp states the hp has recovered at this time.